Manufacturer narrative:
Section e: initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3 anterior ver tebral column resection /posterior fixation, l3 vertebral body replacement. It was reported that after checking to see whether the cage was jacked up normally in the surgical field twice, the cage was inserted. When an attempt was made to jack up the cage, it was jacked up for a while, but then the inserter handle started to spin and the cage suddenly would no longer jack up. Even when the handle was firmly inserted into the inserter, it did not jack up, so removed the cage outside the surgical field to check and found that two of the claws that were supposed to hook onto the tip of the handle had come off and could no longer be engaged. The handle (= pinion driver) was firmly inserted into the cage and rotated, but the cage did not extend. After removing it and checking the cage, found that the serrations on the tip of the handle (pinion driver) that engaged with the torque were chipped. As such, a new cage was opened and dealt with (the same inserter/pinion driver was used). This was a repeat surgery and the date of previous surgery js on (B)(6) 2023. Posterior fixation was performed for the primary osteoporosis compression fracture in previous surgery and post that the l3 vertebral body had crushed so this vertebral body replacement was performed. Patient had poor alignment and lower back pain. There was no defect with the bone cement used in previous surgery. There were no patient symptoms reported. There were no further complications reported regarding the event.